Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) 40 mg/ml for a total dose of 2.2 mg/day via an implantable pump for cancer pain. It was reported healthcare provider (hcp) had difficulty refilling the pump. Hcp was not able to find the reservoir port. An x-ray was performed to observe the pump. After the pump was observed under x-ray, it was determined that the pump had flipped over. Patient had "redundant loose tissue" that may have caused or contributed to the issue. Hcp flipped the pump back over and the issue was said to have been resolved. No surgical intervention occurred or was planned. Patient status was alive-no injury. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.